Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices are noted in the pelvis'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, anxiety, stress, epistaxis, amenorrhea, rectal haemorrhage, impetigo, cystitis, rash and insomnia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and pelvic pain ("pain"). At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, urinary tract disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: small uterine leiomyomas. Otherwise normal pelvic ultrasound exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices are noted in the pelvis'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, anxiety, stress, epistaxis, amenorrhea, rectal haemorrhage, impetigo, cystitis, rash and insomnia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and pelvic pain ("pain"). At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, urinary tract disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: small uterine leiomyomas. Otherwise normal pelvic ultrasound exam. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.